Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2018: baclofen with concentration 100.0 mcg/ml, morphine sulfate with concentration 20.0 mg/ml, and bupivacaine with concentration 10.0 mg/ml. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that the patient¿s pump was alarming and the patient experienced withdrawal symptoms. The date of the event/difficulty was indicated as being (B)(6) 2018. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been none. The pump was replaced. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump administered morphine with concentration 20 mg/ml at a dose rate of 7 mg/ml. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight was indicated as having been requested but was not available. The pump was to be returned to the manufacturer.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the pump was alarming. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump logs were checked and noted that a motor stall and tube set had occurred. It was reported that replacement surgery was planned but not yet scheduled. The patient was reported to be alive with no injury. No further complications have been reported as a result of this event. Additional information was received from a consumer indicated that the patient's pump had not been working since (B)(6) 2018. It was reported that the patient was very ill. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.